Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a seized solenoid. A field service engineer replaced solenoid and drawer board to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
A user reported that when using bd pyxis¿ medstation¿ es, they encountered a black screen, and the station seemed to be offline on the rss. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.